Event description:
It was reported that the left ventricular lead dislodged many years ago. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d224trk ICD, implanted: 2010-(B)(6); 7122 lead, implanted 2010-(B)(6). (B)(4).